Event description:
It was reported that a patient presented remotely via (B)(6). Upon review of the transmission, the patient's right ventricular (rv) lead was found to have high defibrillation impedance. No additional rv lead malfunction of abnormalities were suspected. No intervention was performed and the patient will continue to be monitored. No patient consequences were reported.

Manufacturer narrative:
Di not available as product was manufactured on or before september 23, 2014